Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-jan-2022 to 26-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system crashed and lagging terribly during the procedure. A technical support specialist found that the lag was caused due to the network interference card settings. The configuration was changed to 100 mbps speed and half duplex to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system crashed and locked staff out of the machine during a trauma case. The customer added that the affected procedure was below the knee amputation and confirmed that there was no harm done to the patient as the required medication was pulled from a different device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system lag was caused due to the network interference card settings.the configuration was changed to 100 mbps speed and half duplex to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system crashed and locked staff out of the machine during a trauma case. The customer added that the affected procedure was below the knee amputation and confirmed that there was no harm done to the patient as the required medication was pulled from a different device. There were no adverse events or injuries reported based on this event.